Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm heart lung machine. Through follow-up communication, livanova learnt that hospital medical engineer checked the cables and all appeared to be fully inserted into the ep-pack. The following additional information was received by the perfusionist: cp5 panel lost power and then reset itself after about 3 or 4 seconds. This occurred 20 minutes after by-pass; all three suckers' pumps changed randomly to no flow at same time (no alarm); yellow sucker pump changed to no flow by itself, displaying the motor control failure alarm; yellow/white sucker pump spontaneously turned off and restarted centrifugal pump turned off (no flow for approximately 10 seconds). When it turned back on (spontaneously), the arterial electronic clamp erc was enabled. Perfusionist switched it off at low rpm, then he resumed the flow, increasing the rpm. As per s5 hlm IFU, it is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth. Livanova was informed that the s5 potential equalization cable was not installed; reportedly, the electrical installation in theatres is generally equipotential on all sockets, and diathermy equipment in the operating room was not being used at the time of the incident. The log files containing information of pumps behavior were received and analyzed: sections where the error messages might be stored were not recorded. At a later stage, livanova field service engineer was dispatched at the customer site for investigation and no issue was reported after 3 days soak tests. Then, impacted pumps were installed on a second s5 hlm, which had issue when in use in a different operating room. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that a s5 mast roller pump suddenly stopped during procedure. Reportedly, the patient monitor froze, and the arterial clamp did not close. Customer rebooted the system and continued the case. There was no patient injury.